Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device fractured. Two mach 1 guide catheters were selected for use in a coronary angiography procedure. During unpacking, the distal ostium was noted to be fractured. No damage was noted during visual or at package for transport. Another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
MFR site address 2: (B)(4). Device evaluated by MFR: returned product consisted of a 6f mach1 guide catheter. The tip, shaft and hub were microscopically and visually inspected. Inspection revealed tip damage (flattened), and shaft kinks located 6mm and 17mm from the tip of the device. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that the device fractured. Two mach 1 guide catheters were selected for use in a coronary angiography procedure. During unpacking, the distal ostium was noted to be fractured. No damage was noted during visual or at package for transport. Another of the same device was used to complete the procedure. No patient complications were reported.